Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with high blood glucose (214) caused by a screen on/quick bolus button alarm causing the insulin delivery system to stop. The customer wears the pump in her pocket while sleeping at night. The customer was able to resume insulin without issue.